Event description:
A customer contacted beckman coulter inc. (Bec) stating the unicel dxc 800 synchron clinical system consistently generated lower calcium (ca) results than an alternate instrument in the laboratory on only one patient. The erroneous results were not reported outside of the laboratory and there was no affect to patient with regard to this event. The laboratory reported out the results generated by the alternate instrument. This report documents event 1 of 2 for this patient reported by this customer.

Manufacturer narrative:
Qc was within the lab's established ranges. The lab reviewed maintenance records and the instrument was not due for maintenance. No discrepancies were found for other patients. As of (B)(6) 2011, the laboratory had not had any other ca discrepancies. It was concluded that this issue was isolated to this patient. This report documents this patient's samples run on (B)(6) 2011. MDR# 2050012-2011-05482 documents this patient's samples run on (B)(6) 2011.